Event description:
The customer reported while changing the reservoir the back of the reservoir fell out. The last blood glucose reading was 78mg/dl. Troubleshooting was performed, and the drive support cap was loose. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk. Unable to perform prime test due to cracked end cap sticker. Unable to verify the prime alarm due to cracked end cap. No alarm noted. The insulin pump received with scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.